Manufacturer narrative:
Batch record review was completed. Samples have been received and are pending results from external testing laboratory.

Event description:
The facility reported that a pt had a PICC line and tegaderm chg dressing. The line was pulled and another PICC line put in with a tegaderm chg dressing. The facility reported that they had issues with the line, and the line was pulled. Both catheter tips were cultured and came back negative. The facility reported that both the lines were very itchy and that there was white material under the gel pad. The facility reported that after the dressing was removed, the sites were extremely itchy, with red raised bumps. The pt was given benadryl po for the itching and the facility reported the pt healed.